Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. The sample was repeated on the max, and upon repeat the result was negative. The sample was also sent for confirmatory testing using a different test method, and the result was negative. There was no report of patient impact. (B)(4).

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. The sample was repeated on the max, and upon repeat the result was negative. The sample was also sent for confirmatory testing using a different test method and the result was negative. There was no report of patient impact. (B)(4).

Manufacturer narrative:
(B)(4). Investigation summary: the complaint investigation for discrepant result when using biogx sars-cov-2 osr for bd max system (ref 444213) lot k20-389 was performed by the review of the manufacturing records, review of customer¿s data and verification of complaints history. The investigation was conducted by bd and biogx since lot k20-389 was tested along with bd max exk tna-3 lot 0189428. Biogx review of the manufacturing records indicated that k20-389 lot shows acceptable performance characteristics. Review of the manufacturing records of bd max exk tna-3 lot 0189428 indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported one discrepant result on patient sample. Customer provided two pdf report of run #675 & 677 for investigation. The customer¿s udp settings were verified and the result logic parameters were set in accordance with the biogx sars cov-2 package insert instruction for use. One sample was n2 positive in run 675, but was negative when retested in run 677, using a new sample preparation. Since the data provided consisted in photocopies of the curves, presented as fainted black and white pdf reports, it was not possible to analyze amplification curves of the discrepant sample. None of the samples could be identified in the files. With the data provided, bd was unable to confirm the customer issue. There is no indication of an increase in complaints for discrepant result for biogx sars-cov-2 osr lot k20-389. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd & biogx product manufacturer did not initiate a corrective and preventive action (CAPA).